Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the harmonic ace instrument broke. The customer used the same instrument to complete the procedure. Fragments were reported to fall inside the patient and were retrieved from the body during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to [add fa details a broken curved blade. The broken piece, approximately 0.46" x 0.10" was not returned. The material was missing. Blade damage may be detected by the generator with a solid tone or an error. A review of the submitted image was performed by an intuitive surgical, inc. (Isi). The image confirms the customer's alleged complaint. The instrument has a piece detached.